Manufacturer narrative:
H11: the device was not received for evaluation; however, the mattress was evaluated on-site by a local baxter qualified technician. The baxter service technician inspected the device and found the device to be functioning as designed noting that all of bed¿s cells, the surface coverlet, and internal hoses were ¿fine and in good working order.¿ the technician noted that the patient was positioned on the left side of the mattress. Technician advised patient and patient¿s family member that the patient should be positioned in the center of the mattress. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed deep tissue sores wherein a synergy elite mattress was used. The patient ¿moves around¿ due to ¿the heat of the right side of the mattress¿ and the patient developed deep tissue sores on both ankles. The patient required unspecified treatment by a medical professional for six weeks. No further information was available at the time of this report.